Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and procedure was not completed as the sidecut was incomplete and the flap was difficult to lift. The surgeon had a difficult time applying the suction ring on the right eye and inadvertently introduced a fair amount of fluid onto the cornea. When the surgeon applanated, it was difficult to tell where the cornea ended, and the fluid started. The surgeon started the laser treatment, but immediately saw bubbles near the hinge. The surgeon stopped the treatment about halfway through, adjusted the position of the ring and restarted the treatment (without a pocket). The bubbles were on the other side of the flap this time, but the surgeon finished the treatment. The surgeon tried to lift the flap, and was able to get through the entire interface, but about 60 degrees of the sidecut could not be opened. The surgeon elected to set the flap back down and plans to do a surface treatment at a later date.